Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient thought they had a urinary tract infection (uti). The patient was advised to follow up with their h ealthcare provider. It was noted that the trial began on (B)(6) 2019. No further complications were reported.